Event description:
The following information was translated from an abstract: a thermal ablation procedure was successfully completed with no difficulties. There was no antiblotic prophylaxis. The pt returned in 2 days with abdominal pain and, after several hours, developed sepsis. Intravenous antibiotic therapy was initiated, and a laparotomy revealed an adnexal necrosis with the beginning of uterine necrosis. A total hysterectomy and a bilateral salpingo-oophorectomy were performed. Following this, the pt developed cysto and vaginal necrosis, a "weakness of the kidney" and "dic". They moved the pt to another facility. The next day a cysto-vagi-, and vulvectomy with bilateral below the knee amputations were done. The surgeons constructed a bilateral ureterocutaneostomi and a supporting transversostomy. The patient's condition thereafter improved, and pt spent 2 months in the hospital for rehabilitation.